Event description:
Plaintiff reports initial bilateral implantation 8/31/81 with explant 7/25/86. Plaintiff alleges various symptoms including but not limited to, infections, ruptures, and silicone syndrome.